Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative evaluated the device, verified the complaint and determined that the cause of the reported event was that the device¿s power supply was malfunctioning. The carefusion field service representative replaced the power supply and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility representative reported that during pre use checks the device alarmed "motor fault." There was no report of patient involvement.

Manufacturer narrative:
Failure analysis lab received a vela power supply assembly. The vela power supply assembly was visually inspected. The vela power supply assembly was installed in known good unit. The unit powered on, but the turbine was receiving no power and came up motor fault. All the fuses passed a continuity check, and had the correct voltage relative to ground. The 48lim voltage source was found to be only at 1.4 v and decreased to 1.2 v after the unit had been running for a while. The 48lim source was found to be very low which did not give the turbine enough power to function.